Manufacturer narrative:
E1: (B)(6). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5x100 smart flex self-expanding stent (ses) struts were already outside the delivery system before deployment in the patient¿s body. Therefore, this stent couldn¿t be used and returned the faulty product to the distributor. Procedure was completed using smart flex 5x120 vas 12cm vascular stent for this patient. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator was confirmed to display the correct black dotted pattern with a grey background. The product was inspected and prepped per IFU. The stent was not fully constrained within the outer sheath when removed from the tray. A stopcock was connected to the tuohy borst valve, which was in the locked position after opening. No difficulty was encountered while flushing either the stopcock or the stent delivery system (sds). The target lesion vessel diameter was 5 mm, involving a chronic total occlusion (cto) in the superficial femoral artery (sfa) with moderate calcification, vessel tortuosity present, and 100% stenosis. A 6f non-cordis sheath was used. The unconstrained stent diameter was 1¿2 mm larger than the vessel. The handle of the smart control sds was held flat and straight outside the patient in accordance with IFU instructions. The device will be returned for evaluation.